Event description:
The reporter stated, the surgeon inserted a silicone single piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
A visual inspection of the returned product found the lens optic torn and one haptic torn off and missing. There was evidence of reddish residue. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.